Manufacturer narrative:
The reported event could be confirmed. The device was not returned but evidences were provided, based on provided image which match the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. The provided picture taken just after the device explantation (soiled item) confirmed that the screw was broken under the head. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine clearly the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, that vdv145 (compression screw) broke without any force applied on impacting. Needed to remove broken screw. Additional bone graft impacted because of defect caused by screw. No further information was available.

Event description:
It was reported that, that vdv145 (compression screw) broke without any force applied on impacting. Needed to remove broken screw. Additional bone graft impacted because of defect caused by screw. No further information was available.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.